Manufacturer narrative:
Device not returned.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Customer changed the cartridge to resolve the issue. Reportedly, customer added insulin outside of the load sequence. Customer's blood glucose ranged from 203-204 mg/dl.